Manufacturer narrative:
G4:24dec2020 b4:(B)(6)2020 a philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty front bezel. The fse replaced the front bezel to resolve the reported issue. The device passed performance verification testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19oct2020.

Event description:
It was reported to philips that the device had a navigation ring that was not functional. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.